Manufacturer narrative:
Concomitant products: product ID 8551; lot# unknown, product type accessory; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported the hcp¿s office had ¿multiple occurrences of pocket fill¿ after the manufacturer changed over from a metal hub to a plastic hub on the needles in the refill kit. They believed that when they take the needle out of the pump, the loss of pressure and the hub being plastic was causing drug to go sub-cutaneous. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
See manufacturer¿s report numbers: 3007566237-2013-00360, 3007566237-2013-00342, 3007566237-2013-00362, and 3004209178-2013-01262.

Event description:
Additional information was received and it was reported that the events referred to were previously reported via manufacturer's report numbers: 3007566237-2013-00360, 3007566237-2013-00342, 3007566237-2013-00362, and 3004209178-2013-01262.